Manufacturer narrative:
Appropriate term/code not available was used as there was no known patient impact. The returned brady lead was analyzed and it was determined that the allegation was confirmed. The analysis noted that there were deformed and separated conductor coils along with corresponding bulges in the insulation, from the stylet escaping the lumen. The stylet tip only put a bulge in the insulation.

Event description:
It was reported that this brady lead was a case of attempted implant due to physician was having a hard time getting the lead in place. The field representative mentioned that somehow the physician pushed stylet through insulation of the lead. This lead was never in service. No adverse patient effects were reported.